Event description:
It was reported the patient's right hip was revised due to a broken locking mechanism on a constrained liner after patient suffered a fall. The inner bipolar head disassociation from the outer liner. The size e constrained liner and 22 +3 femoral head were revised to another size e constrained liner with a 22 +3 v40 head. Rep confirmed that there are no allegations against the femoral head, and that no further information will be available.

Manufacturer narrative:
Correction: update to implant date. Catalog and lot numbers received an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to a broken locking mechanism on a constrained liner after patient suffered a fall. The inner bipolar head disassociation from the outer liner. The size e constrained liner and 22 +3 femoral head were revised to another size e constrained liner with a 22 +3 v40 head. Rep confirmed that there are no allegations against the femoral head, and that no further information will be available.